Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 469 mg/dl. Customer indicated that they gave themselves a steroid shot and that may have raised their blood glucose. Customer treated with the pump and indicated that they spoke with their doctor about their settings. Customer declined troubleshooting. No further details given.